Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed nor duplicated during product evaluation. The set was placed on machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The cause was identified, based on investigation information, as the patient disconnecting from the disposable set during therapy. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 on the home choice (hc), which occurred during drain 2 of 5. The technical service representative (tsr) assisted the home patient (hp) and caregiver as the hp disconnected in a drain cycle and then reconnected back to the hc using the same supplies. The tsr explained the alarm and asked the hp/cg to disconnect the hp and help clear the alarm. The hp/cg would reset up the hc with a new cassette and bags. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the caregiver on (B)(6) 2011. The caregiver stated the following: the patient line had separated from the transfer set causing the alarm. Nothing was noticed with either of the supplies that would have caused the alarm. The sample was discarded and a companion sample was available and requested with lot number h11b25042. The nurse had been contacted by the caregiver regarding the event. New supplies were used to clear the alarm and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: baxter contacted the caregiver on (B)(4) 2011. The caregiver stated the cassette returned was the one with the proper lot number, not the number initially reported. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.